Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated field (h10). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The scope was sampled on july 31, 2023, after storage, was last used in a procedure on july 24, 2023, and was last reprocessed on july 27, 2023. The device was reprocessed three times before sampling. The device was quarantined after the positive culture observed.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the bronchofiberscope tested positive for 26 colony forming units (cfus) of microorganisms (unspecified). The air-water channel and the biopsy/operating channel were sampled. The second sampling date was 5 days after the first sampling. Seconded test results: tested positive for 30 cfus of microorganisms (unspecified) in the air-water channel and for 58 cfus of microorganisms (unspecified) in the biopsy/operating channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for correction to pervious supplemental report (medwatch # 9610595 2023 12712) g3 aware date. Corrected date is october 9, 2023.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In addition, the following non-reportable malfunctions were found during the device evaluation: connecting tube deformed, biopsy port damaged, suction cylinder defective, eyepiece unit - cam wear and tear, image guide bundle fiber breaks, oes adapter insulation failed. Olympus will continue to monitor field performance for this device.